Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to confirm the reported difficulty closing the clip and difficulty opening the clip. The reported poor imaging, difficult or delayed positioning, and positioning failure leaflet could not be replicated in a testing environment a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported difficulty closing and opening the clip could not be conclusively determined. The reported difficult or delayed positioning appears to be related to procedural conditions (caught on chords during positioning). The reported positioning failure is a cascading event of the difficult clip actuation. The reported poor imaging appears to be related to procedural conditions (difficult imaging, even with multiple modalities). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 a patient presented with functional tricuspid regurgitation (tr) grade 5 for a triclip procedure. Transesophageal echocardiogram (tee) was difficult to visualize the tricuspid valve. The patient had a pre-existing pacemaker lead that induced an arterio-septal (as) central jet. The pacing lead also caused the septal leaflet to be restricted. One triclip xtw was implanted on the as leaflets, resulting in a small reduction of tr. An additional xtw clip was placed at the as central leaflet location immediately aortic to the pacemaker lead. The second clip was caught in chordae 4 times during unsuccessful attempts to grasp the leaflets. It became difficult to open and close the clip. Four to five attempts were made to troubleshoot the clip by locking and unlocking it and rotating the arm positioner in the closing and opening direction before the clip was inverted and retracted into the atrium. At that point the clip was able to close all the way and was retracted back into the steerable guide catheter (sgc). The decision was made to remove the clip and sgc from the patient. The final tr grade was 4. After the procedure, the clip was tested on the back table, and it was able to open and close while locked. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a patient presented with functional tricuspid regurgitation (tr) grade 5 for a triclip procedure. Transesophageal echocardiogram (tee) was difficult to visualize the tricuspid valve. The patient had a pre-existing pacemaker lead that induced an arterio-septal (as) central jet. The pacing lead also caused the septal leaflet to be restricted. One triclip xtw was implanted on the as leaflets, resulting in a small reduction of tr. An additional xtw clip was placed at the as central leaflet location immediately aortic to the pacemaker lead. The second clip was caught in chordae 4 times during unsuccessful attempts to grasp the leaflets. It became difficult to open and close the clip. Four to five attempts were made to troubleshoot the clip by locking and unlocking it and rotating the arm positioner in the closing and opening direction before the clip was inverted and retracted into the atrium. At that point the clip was able to close all the way and was retracted back into the steerable guide catheter (sgc). The decision was made to remove the clip and sgc from the patient. The final tr grade was 4. After the procedure, the clip was tested on the back table, and it was able to open and close while locked. The patient did not present with any clinical signs or symptoms. The patient status was stable.